Event description:
It was reported that the patient experienced recurring incontinence with artificial urinary sphincter (aus). The entire aus was explanted and replaced with a new aus. No patient complications reported. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with artificial urinary sphincter (aus). The entire aus was explanted and replaced with a new aus. No patient complications reported. The complaint component was not returned by the customer therefore no product analysis could be performed. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis. A review of the ams 800 hazard analysis (d053660, revision h) was completed. "Therapeutic response, altered" is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was not performed as there is no evidence the device was used or handled improperly. The ship history was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.